Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap pops out during rewind and buttons cover was broken. The customer¿s blood glucose was unknown. Customer stated insulin pump was damage and held together by tape. Customer stated that no physical damaged to the reservoir lip ring. The device will be returned for analysis.